Manufacturer narrative:
PMA/510(k)#: p100022/s001. Ziv6-35-125-5.0-100-ptx-ci is an investigational device in china however ziv6-35-125-5-100-ptx is a legally marketed device in the us. As per FDA reporting guidelines if a device is legally marketed in the us and is also under investigation any adverse events that involve the investigational use of the marketed device are subject to reporting under the MDR regulation. The ziv6-35-125-5.0-100-ptx-ci stent of lot number c1063282 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided as follows: ¿findings: implantation and 7 months post-secondary intervention angiography is provided along with the complaint report. The target lesion was a 5cm long distal left sfa occlusion and 6cm long upstream moderate to severe stenosis. This was superimposed on diffuse atherosclerosis involving all leg vessels. No normal segment was present. Prior to target lesion angioplasty and stenting, a severe left common femoral artery (cfa) stenosis was improved to 67% with at least atherectomy given the smooth result. The target lesion was significantly improved with angioplasty however greater than 50% residual stenosis remained in the mid occlusion. After stenting a 5mm lumen was restored except at the 50% residual stenosis where the stent was mildly constrained to 4mm. The inflow and outflow was significantly limited by improved but still moderate and recurrent left cfa stenosis, three foci of moderate proximal sfa stenosis, 4 foci of moderate and moderate to severe left popliteal stenosis, a 1mm diameter left anterior tibial artery origin lumen with diffuse moderate stenosis distally, and complete left posterior tibial, tibial peroneal and peroneal artery occlusion. Diffuse mild stenosis from neointimal hyperplasia with three superimposed segments of moderate to severe (50-75%) stenosis and one segment of severe (greater than 75%) stenosis developed in both stents over 7 months. The in-stent stenosis was relieved with angioplasty. Imaging of the re-stenotic and or occluded left cfa was not provided. Impression: the stents developed significant neointimal hyperplasia in the presence of unaddressed significant inflow and outflow limitation including recurrent left cfa significant stenosis or occlusion that required endarterectomy. The restenosis resolved with angioplasty. Significant findings relative to the patient¿s anatomy were observed. Significant inflow and outflow limitation present. Significant findings relative to the disease state were observed. Atherosclerotic burden was severe with no unaffected leg arterial segment. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The stents developed significant neointimal hyperplasic however this was likely significantly exacerbated by the inflow and outflow limitation. No stents defects or fractures were observed.¿ the customer complaint can be confirmed as the stents developed significant neointimal hyperplasia. According to the imaging review, the stents developed significant neointimal hyperplasia in the presence of unaddressed significant inflow and outflow limitation. Significant findings relative to the patient¿s anatomy and disease state were observed including significant inflow and outflow limitation. In addition, available information stated that the patient had pre-existing conditions including hypertension, carotid disease, diabetes mellitus type ii and hypercholesterolemia. Worsening claudication was also observed on the patient. It can be noted that worsening claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Based on the above, the most likely cause of this event was the patient¿s condition. It is unlikely that the reported restenosis occurred due to zilver ptx malfunction; however a definitive root cause cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, the patient underwent bare ballooning of the study lesion. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation into this event. Two zilver ptx stents were implanted in the patient. A separate report has been submitted for each suspect device. Reference also report # 3001845648-2016-00030. Initial description submitted as follows: the patient enrolled in the study to treat the left distal sfa. The left leg abi was zero and the rutherford classification was four. The morphology of the study lesion in the left distal sfa revealed mild calcification or no thrombus. No previous intervention had been performed to the study lesion. The lesion length was 80 mm with a proximal rvd of 4.8 and distal rvd of 4.5 mm. The percent diameter stenosis of the study lesion was 100 %. There was one patent runoff vessel. On (B)(6) 2015, the patient underwent a pre-dilatation of the study lesion with one inflation of a 4 x 80 mm balloon. One 5 mm x 100 mm (lot # c1063282) and one 5 x 40 mm (lot # c1063282) zilver ptx study stents were deployed into the left distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5 x 120 mm balloon. There was no residual stenosis remaining in the study lesion. Post-procedurally, the left leg abi was 0.82. No deployment difficulties were reported. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital. On (B)(6) 2015, the patient underwent a left common femoral artery endarterectomy for an occlusion/restenosis requiring intervention. On the same day, the patient was diagnosed with an occlusion/restenosis of the study lesion. Clinical signs and symptoms included worsening claudication. Pre-intervention angio measurements revealed a 50-99 % stenosis of the study lesion, a left leg abi of zero, and a rutherford classification of four. On (B)(6) 2015, the patient underwent bare ballooning of the study lesion. The physician indicated that the occlusion/restenosis was definitely related to the study product [site queried] and not related to the procedure or a pre-existing condition.

Manufacturer narrative:
Ziv6-35-125-5.0-100-ptx-ci is an investigational device in china however ziv6-35-125-5-100-ptx is a legally marketed device in the us. As per FDA reporting guidelines if a device is legally marketed in the us and is also under investigation any adverse events that involve the investigational use of the marketed device are subject to reporting under the MDR regulation. This event is currently still under investigation. A follow up MDR will be submitted within 30 days with the investigation conclusion details,

Event description:
The patient enrolled in the study to treat the left distal sfa. The left leg abi was zero and the rutherford classification was four. The morphology of the study lesion in the left distal sfa revealed mild calcification or no thrombus. No previous intervention had been performed to the study lesion. The lesion length was 80 mm with a proximal rvd of 4.8 and distal rvd of 4.5 mm. The percent diameter stenosis of the study lesion was 100 %. There was one patent runoff vessel. On (B)(6) 2015, the patient underwent a pre-dilatation of the study lesion with one inflation of a 4 x 80 mm balloon. One 5 mm x 100 mm (lot # c1063282) and one 5 x 40 mm (lot # c1063282) zilver ptx study stents were deployed into the left distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5 x 120 mm balloon. There was no residual stenosis remaining in the study lesion. Post-procedurally, the left leg abi was 0.82. No deployment difficulties were reported. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital. On (B)(6) 2015, the patient underwent a left common femoral artery endarterectomy for an occlusion/restenosis requiring intervention. On the same day, the patient was diagnosed with an occlusion/restenosis of the study lesion. Clinical signs and symptoms included worsening claudication. Pre-intervention angio measurements revealed a 50-99 % stenosis of the study lesion, a left leg abi of zero, and a rutherford classification of four. On (B)(6) 2015, the patient underwent bare ballooning of the study lesion. The physician indicated that the occlusion/restenosis was definitely related to the study product [site queried] and not related to the procedure or a pre-existing condition. Two zilver ptx stents were implanted in the patient. A separate report has been submitted for each suspect device. Reference also report # 3001845648-2016-00030.